Event description:
Event description cpi received information that a patient with this ventak mini implantable cardioverter defibrillator (ICD) experienced a near syncopal episode and presented to the hospital. During interrogation, a warning code was displayed that indicated a possible device malfunction.